Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with known good ar-6420 and ar-64250 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired knee pressure preset, the run button was pressed to start the machine. The device was run for 30 minutes with no issues in pressure observed. The returned ar-6480 arthroscopy pump was observed to respond and function as intended without any unexpected alarms being noted during testing. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 38 days, 7 hours, 25 minutes. No problem found. Complaint allegation is not confirmed.

Event description:
It was reported that during a knee arthroscopy the pump ar-6480 (sn: (B)(6) was used with the tubings ar-6420 (lot: z4053) and ar-6425 (lot: x4080). A clamping test carried out after filling the tube set. After approx. 5 minutes without any abnormalities in the pump, the pump suddenly pumped at maximum flow rate (1200 ml/min) and then stopped with a warning. The surgical assistant restarted the pump, and the pump again pumped at maximum flow rate without stopping. The tube was then unhooked from the pump, the pressure sensor was disconnected and reconnected, the same tube was reinserted, and the pump was then restarted. The surgery couldn`t be completed successfully due to a compartment syndrome with splitting of the lower leg. A second procedure is/was required: ***update avoe 10-apr-2025 it was further reported that the compartment syndrome was currently treated with relief incisions on the lower leg. The patient is currently being treated as an inpatient and the second operation has not yet taken place.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.